Event description:
It was reported that a spectrum iq pump softkey malfunctioned during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a malfunctioning soft key was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation observed the soft keys being harder to press than normal in order to get them to work. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.